Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. The procedure was completed without any issues. On september 26, 2023, a CT image revealed a migration, approximately 3.5cm, of the distal end of the contralateral leg, which was implanted on the right side, and also confirmed a type iii endoleak at the junction with the iliac branch component. It is unclear which of the two iliac branch components the endoleak occurred in. On (B)(6), 2023, two additional stent grafts were implanted as a treatment. The patient tolerated the procedure. The physician mentioned that the junction was completely dislodged during the additional procedure (CT imaging on september 26, 2023). According to the CT imaging a month after the initial procedure, the overlap between the contralateral leg and the iliac branch component was about 1.5cm. It was expected that the overlap length was originally too short. The patient had an angulated proximal neck. There were some thrombus within the aaa and bilateral iliac arteries. There was no calcification. There was aaa enlargement of more than 5mm from the time before the index procedure to the reintervention. It is unknown what caused the issue.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #ceb231410a/ serial # (B)(6); UDI # (B)(4) as the same device family catalog #plc271000j/ serial # (B)(4); UDI # (B)(4). According to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and / or require intervention include endoleaks. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added g2, g3/g4, h1/h2 corrected g1. Contact office - manufacturing site: from: (B)(4). To: (B)(4).